Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level ranged from 360 mg/dl to 40 mg/dl. Battery metal part fell off a week ago and the reservoir lip ring fell off. The customer¿s blood glucose was low at night while sleeping. The insulin pump rejected batteries and had failed the battery test. The insulin pump screen looked like paint chip. The insulin pump had unexplained non delivery alarms and motor errors alarm. The device will not be returned for analysis.